Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.016¿ offset at the tips. A clip could not be properly loaded on the grips. The grips did not show cracking damage. .fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was observed to have bent prongs and would not clip correctly. The user completed the procedure and no known impact or patient consequence was reported.